Event description:
The customer reported that they had 6 units of plasma derived from whole blood with a redtinge they believe is due to hemolysis. The customer has noticed an increase in filtration times,and red tinged plasma has also increased. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the disposable sets were received for evaluation. The sets were visually inspected. No abnormalities were noted. Samples were taken from the sets and tested for hemolysis. Hemolysis was confirmed. Hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed with no issues noted. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following: -characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.